Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the proper air removal techniques and over filled the cartridge with insulin. Tandem technical support informed the customer that not performing the air removal technique and over filling the cartridge with insulin is off label per the tandem user guide. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide additional information regarding the issue.